Event description:
The customer contacted baxter's technical service center to report a compact exchange device(cxd) not spiking the bags correctly. The registered nurse requested a swap and did not have the serial number of the cxd. The baxter technical service representative arranged for the swap. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device has not been received for evaluation. A follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). The customer report of the compact exchange device (cxd) not spiking was confirmed and duplicated during the evaluation performed by the product analysis lab (pal). The pal performed a spike and unspike operation using a spike and unspike test set. The test failed. A visual inspection revealed the spike carriage was damaged preventing it from being guided to the spike position after completing the unspike operation. The assignable cause was determined to be a damaged spike carriage. A device history review revealed no issues that may have caused or contributed to the reported problem. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.